Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital for device upgrade. Before the procedure, all electrical measurements were normal. After the pocket was opened using electrocautery, the leads were re-tested; the left ventricular lead exhibited high impedances. The lead was programmed to a different vector and was attached to the new device. The patient was in stable condition and would continue to be monitored.